Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, based on the available information the cause of the reported bleeding cannot be determined. Additionally, the reported patient effect of hemorrhage is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report hemorrhage, requiring surgical intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 4. One clip was implanted, reducing mr to grade 1. After the steerable guide catheter (sgc) was removed, excessive bleeding was noted in the femoral vein, inferior to the sgc access site. Vascular surgery was brought in to repair the area. The patient is stable. No additional information was provided.